Event description:
It was reported the patient's charger could not locate his scs ipg in order to charge the system as the scs system had not been used in approximately one year, and as a result, the patient was without stimulation. A replacement charger was shipped to the patient but did not resolve the issue. An sjm representative met with the patient and confirmed communication could not be established. Additional information received identified the patient's scs ipg was explanted and replaced during surgery on (B)(6) 2015.

Event description:
Additional information received identified effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint that the charger could not locate the ipg was confirmed. As received, the ipg could not communicate with lab equipment due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the auto tester. The ipg passed all tests. It was reported that the patient had not used the system for a year. According to the eon dfu review, there is adequate information for preserving the ipg battery when not in use. In dfu 37-0864 it states; ¿if you do not recharge a depleted ipg within 2¿18 months (depending on the proximity to the end of the device life), the ipg may lose its ability to be recharged.¿ therefore, the reported charging problem was due to a user error. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.